Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/5/2024 a beta bionics clinical support specialist (css) was made aware that an ilet user was hospitalized due to a heart attack. The event occurred on (B)(6)2024. On (B)(6)2024 the user had temporarily disconnected from the ilet device to charge it and subsequently experienced a low blood glucose (bg) level. The device was not reconnected before the event occurred. The user's daughter found the user unresponsive on the basement floor, and their bg was reported to be 1300 mg/dl upon evaluation. The user expressed interest in reconnecting to the ilet once discharged and plans to call beta bionics customer care for assistance. Details of the event remain limited as the user was overwhelmed and ended the call quickly. Further follow-up with the user and the clinical diabetes specialist (cds) is planned to gather more details and assess if the heart attack was related to diabetes.